Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During an rf ablation procedure at right s1-s4, the patient was burned. A 90 second lesion with a target temperature of 80c was performed. The grounding pad was placed on the left hip/buttocks and the procedure was completed normally. A burn was noticed under the grounding pad after the procedure was over. The patient later experienced a blister that popped. When the pad was inspected post-op, a separate clear film was noted that did not come off with the protective cover. The patient suffered third degree burns and may need to be sent to wound care.

Manufacturer narrative:
Two images were submitted to product performance engineering. The images appear to show the grounding pad with a clear film stuck on the adhesive side of the blue liner. The device was not returned for analysis; however, further investigation of similar batches that were returned, revealed the grounding pad was assembled with the clear film on the inside layer of the blue liner. Review of the device history record was not possible as the lot number is unknown.